Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified mid left anterior descending artery. A 3.0 x 12 mm xience prime stent was deployed at 12-14 atmospheres when a proximal dissection occurred. A 3.0 x 8 mm xience prime stent was used successfully to treat the dissection. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.